Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device exhibited poor quality image. The issue occurred during inspection for use, prior to patient in the room. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, g1, h3, h6. Corrected fields: a2, a4-a6. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error b30 occurred, there was a foreign material inside the nozzle. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: poor image quality was caused by error b30. A definitive root cause could not be identified for the foreign material inside the nozzle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.